Manufacturer narrative:
MDR (B)(4) / initial 1 of 5 e1: name: tandem street:11045 roselle street city: san diego state: ca zip code:92121 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that patient experienced five infusion set issues in which insulin does not delivered after insertion event on (B)(6) 2026. The infusion set was in use for couple of hours. The patient replaced infusion set and resumed insulin deliveries successfully.